Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the allergic reaction was confirmed, but the patient didn't believe it was the device unless there was medication on the device. The patient stated that to resolve the reaction, welts, rash, and hives, the primary doctor called out prednisone and said it wasn't in his wheel house to deal with allergic reactions. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had major reactions that started when she got done with surgery. The patient stated that she had welts down behind the area and broke out in a rash. The patient mentioned that both the left and right buttock cheeks, 6 inches down and up, were covered in rashes and hives. The patient noted that she was still trying to get over it and it was unknown if an allergy was confirmed. Additional information was received. It was reported that the patient was on antibiotics and benadryl to resolve the reaction, welts, rash, and hives. The health care professional reported that the reaction, welts, rash, and hives have been resolved. There were no further symptoms or complications reported or anticipated.